Manufacturer narrative:
The reported events were for lead dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. X-ray examination found no anomalies. The reported events for failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-17222. It was reported that the patient fell causing the implanted leads to become dislodged. Upon review, it was discovered that the right atrial lead and the right ventricular lead failed to sense and failed to capture. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
G3 correction: previously reported g4 should have been 01 may 2023 rather than 03 apr 2023.